Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci heart valve repair procedure on (B)(6) 2008. The legal document alleges that during the surgery, the patient experienced internal bleeding and internal burns occurred. The legal document also alleges that the patient subsequently expired on an unspecified date after blood vessels were damaged. Intuitive surgical, inc. (Isi) was not provided with the operative report or any patient medical records. Based on the legal document provided, there was no allegation that a malfunction of the da vinci surgical system, an instrument, or an accessory occurred during the surgical procedure.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complications experienced by the patient and her subsequent demise. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's procedure log and the reported procedure can not not be confirmed. This complaint is being reported due to the following conclusion: the legal document indicates that the patient experienced intra-operative complications while undergoing a da vinci surgical procedure and subsequently passed away. However, at this time, the cause of the patient's reported injuries and death is unknown.